Event description:
Boston scientific received information that this left ventricular lead had displayed high pacing impedances greater than 2000 ohms along with high pacing impedances in the bipolar configuration. In the unipolar configuration, impedance and thresholds levels were reduced to normal levels. During a lead revision, it was noted that insulation damage was present and was the suspected cause of the issue. The physician decided to use medical silicone adhesive and a suture sleeve to repair the lead. As the pulse generator was near elective replacement indicator (eri) it was replaced at the time of the procedure. The repaired lv lead was hooked up to the new pulse generator in the unipolar configuration with normal diagnostics. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.